Manufacturer narrative:
The device was explanted and returned for analysis. Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times, and the eri to eol time period was shortened, due to a higher-than-typical build-up of internal battery impedance.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that that this implantable cardioverter defibrillator (ICD) exhibited early elective replacement indicator (eri) due to extended charge time (CT) measurements. The device will be replaced. There were no adverse patient effects reported.